Manufacturer narrative:
The device was received deployed. The device was unable to use its own power to establish communication to the master pdm. An external power supply was used to power the device and assist it in establishing communication. Multiple attempts were made to establish communication with the master pdm, including the removal of the pcb and powering the component itself to establish communication. All attempts made were not able to download the pod data. Investigation of the device did not find any damages or abnormalities that could affect insulin delivery. Without the data, it can not be determined whether the device struggled to deliver insulin. The data could not be extracted due to the presence of corrosion on the the device. Corrosion was observed on the internal components as well as the pcb. No internal fluid leakage was observed with the device. Thus, the exact cause of the corrosion could not be determined. The cannula assembly was further inspected and found damage at the distal tip of the soft cannula. Despite the damage observed on the distal tip of the soft cannula, fluid was able to flow out the cross drill. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. Cracks were observed on the top and bottom housing of the device. It could not be determined when or how the damage was caused. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 345 mg/dl while wearing the pod between 24 and 36 hours on the back. As treatment, boluses (25 units total) of insulin were delivered.

Manufacturer narrative:
The following fields have been updated with corrected data: brand name: omnipod insulin management system. Model no: 19191. Catalog no: zxp425.